Event description:
It was reported by service report that the cot is missing the springs in the control mechanism and the cot is unable to unlock to lower. No pt involvement or adverse consequences are reported.